Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was stuck on black screen with password prompt. The field service engineer reseated hard drive cable at docking station and hard drive in all in one to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was showing black screen with password prompt and user unable to login to use the device. However, there were no adverse events or injuries reported based on this event.